Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access instrument. A patient sample was tested for accu tnl and a result of 0.65ng/ml was obtained. The accu tni result was reported out of the lab. A fresh sample was collected from the patient and tested for accu tni; the result was 0.01ng/ml. The customer then re-tested the original sample for accu tni and the repeated result was 0.01ng/ml. A corrected report has been issued. The customer indicated that ck-mb result from sample a was "normal" and the patient had a negative EKG. Based on available information, the patient was treated with an anti-thrombotic drug. However, there was no report of patient injury requiring medical intervention in connection to this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check performed in 2006, after the event, was within specifications. The specimens were collected in bd, plastic lithium heparin without gel separators tubes. The samples were centrifuged at 3,500 rpm for 10 minutes at ambient temperature. The specimens were sampled from 2ml insert cups. A field service engineer (fse) was dispatched to the customer's lab two days later. The fse replaced peri-pump tubing and aspirate probes. The fse ran system check and results passed within specifications. The fse indicated that precision test performed by the customer was within specifications. The fse verified instrument operation per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.